Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4053 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4053 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 822365) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2022, 3 pregnancies,uterine leiomyoma, ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4053 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: impression: occlusion of the fallopian tubes secondary to essure devices.; on (B)(6) 2022: findings, uterine cavity was smooth without abnormal defects. Bilateral fallopian tube implants are identified. There is no filling of the fallopian tubes. Impression: both right and left fallopian tubes are occluded by implants. [Pathology test] on (B)(6) 2022: clinical data; clinical data pre-op diagnosis: menorrhagia, uterine leiomyoma uterus, cervix, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy uterus with intramural leiomyomas and adenomyosis, 322 grams. Benign endometrium with progestational/early secretory type changes. Cervix with patchy chronic cervicitis. Benign bilateral fallopian tubes with luminal metallic coils, right side with paratubal cyst. Gross description: identified in both fallopian tubes, is a 2.0 cm in length by 0.2 cm in diameter silver, coiled wire. [Ultrasound pelvis] on (B)(6) 2022: reveals multiple fibroids the largest of which is 4.5 cm. Endometrial stipe is 2.1 cm. There is a complex right ovarian cyst measuring 2.2 cm and a left ovarian cyst measuring 1.8 cm. The essure implant on the right comua was visualized but not the one on the left side. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter information,medical history,lab data,lot no added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 822365) for female sterilisation. The patient had a medical history of menorrhagia on (B)(6) 2022, pregnancy, pregnancy, uterine leiomyoma, pregnancy, ovarian cyst and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4053 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: impression: occlusion of the fallopian tubes secondary to essure. Devices. On (B)(6) 2022: findings, uterine cavity was smooth without abnormal defects. Bilateral fallopian tube implants are identified. There is no filling of the fallopian tubes. Impression: both right and left fallopian tubes are occluded by implants. [Pathology test] on (B)(6) 2022: clinical data: pre-op diagnosis: menorrhagia, uterine leiomyoma. Uterus, cervix, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy uterus with intramural leiomyomas and adenomyosis, 322 grams; benign endometrium with progestational/early secretory type changes; cervix with patchy chronic cervicitis; benign bilateral fallopian tubes with luminal metallic coils, right side with paratubal cyst. Gross description: identified in both fallopian tubes, is a 2.0 cm in length by 0.2 cm in diameter silver, coiled wire [ultrasound pelvis] on (B)(6) 2022: reveals multiple fibroids the largest of which is 4.5 cm. Endometrial stipe is 2.1 cm. There is a complex right ovarian cyst measuring 2.2 cm and a left ovarian cyst measuring 1.8 cm. The essure implant on the right comua was visualized but not the one on the left side. Lot number: 822365. Manufacture date: 2013-11. Expiration date: 2016-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.